Manufacturer narrative:
The console was received for evaluation. However, the evaluation has not yet been completed. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The us based hospital biomed department reported upon a broken purge disc on an automated impella controller (aic). The instructions for use were followed and aic was removed from service for a backup and repair. There was no patient use at the time and no harm or injury possible.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. According to the device analysis the cause of the issue was a defective component. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-04248. B3: date of event. D2: common device name. E2: should have been selected as no. G1: reporting contact email revised on manufacturer device report in accordance with updated procedures. G1: reporting contact fax number missing. H6: component code was missing.